Event description:
A us distributor contacted zoll to report that a patient was experiencing a service code 204 (belt/monitor unusable) and the belt was damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204 and damaged belt) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open (+3.3v) wire in the trunk cable. The root cause for the open wire was excessive force. There was no adverse event that resulted from the damaged belt.